Manufacturer narrative:
The rt329 infant continuous flow breathing circuit has not been returned to fisher & paykel healthcare (fph) for further investigation. Upon receipt of the reported complaint, the fph regional manager immediately gathered further info from the respiratory services directors of the hospital. The respiratory services directors informed the fph regional manager that the infection control team of the hospital was looking at all possibilities of what caused the reported rapid onset of sepsis in an infant. The directors advised that they had raised the question with fph because it was possible that the infection control team may ask for info relating to the therapy used on the infant. However, the hospital directors confirmed that they do not believe the rt329 infant breathing circuit to be the cause of the reported pt's death. Fph regularly conducts bioburden monitoring of neonatal breathing circuits, measuring the number of microorganisms found inside each device. All neonatal breathing circuits manufactured in the past year to november 2009 passed the bioburden testing. We do not expect to receive further info from the hospital regarding this reported complaint.

Event description:
A hospital reported to a fisher & paykel healthcare (fph) regional manager, an incident involving a pt death. The respiratory services directors were asking if there is any way an rt329 infant breathing circuit could have caused rapid onset of sepsis and death in a pt.